Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that two weeks after implant, the patient implanted with this right ventricular (rv) lead experienced muscle stimulation/twitching. During a routine follow up, it was found via device interrogation that the sensing of this lead decreased and the impedance measurements went from 1052 ohms to 500 ohms. A chest x-ray was performed and a perforation of the heart wall was confirmed. Loss of capture with no asystole was also identified, so it was decided to explant and replace the lead. No additional adverse patient effects were reported. The product was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in an retracted position. Visual inspection found dried blood/body fluid in the helix housing and tissue entwined in the helix, and further inspection found deformed conductor coils, likely due to explant damage. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test was performed and passed without problems, indicating no blockage in the lumen. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. No lead issues were noted that would have resulted in an increased risk of perforation; however, perforation is a known inherent risk of intravenous lead implantation. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that two weeks after implant, the patient implanted with this right ventricular (rv) lead experienced muscle stimulation/twitching. During a routine follow up, it was found via device interrogation that the sensing of this lead decreased and the impedance measurements went from 1052 ohms to 500 ohms. A chest x-ray was performed and a perforation of the heart wall was confirmed. Loss of capture with no asystole was also identified, so it was decided to explant and replace the lead. No additional adverse patient effects were reported. The product was received for analysis. Additional information was received indicating that in addition to the already reported clinical observations, this lead also dislodged.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in an retracted position. Visual inspection found dried blood/body fluid in the helix housing and tissue entwined in the helix, and further inspection found deformed conductor coils, likely due to explant damage. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test was performed and passed without problems, indicating no blockage in the lumen. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. No lead issues were noted that would have resulted in an increased risk of perforation; however, perforation is a known inherent risk of intravenous lead implantation. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that two weeks after implant, the patient implanted with this right ventricular (rv) lead experienced muscle stimulation/twitching. During a routine follow up, it was found via device interrogation that the sensing of this lead decreased and the impedance measurements went from 1052 ohms to 500 ohms. A chest x-ray was performed and a perforation of the heart wall was confirmed. Loss of capture with no asystole was also identified, so it was decided to explant and replace the lead. No additional adverse patient effects were reported. The product was received for analysis.